Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead has impedance issues. Surgical intervention may take place at a later date.

Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates, the lead impedance issues and ineffective therapy were addressed by upgrading the ipg on (B)(6) 2026.